Manufacturer narrative:
Submit date: 11/03/2016. An investigation of kangaroo epump was performed for the reported condition of; failure to alarm. The unit was triaged and the complaint could not be confirmed. Kangaroo epump was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 06/10/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that the valve jammed up and would not release. No alarm was reported. The cassette could not be removed. No patient involvement.